Event description:
The customer sent the device to carefusion service due to the report of a burning smell. No burnt components or signs of burning were observed during the initial internal investigation, and the service depot escalated the complaint for further evaluation. Additional event info obtained from the customer revealed that the device was on a pt at the time of the event, and it was reported that the pt's family noticed a burning smell and visualized smoke. There was no report of pt harm and no medical intervention was required. No further pt or event details are available.

Manufacturer narrative:
(B)(4). The customer's report of smoke/burning smell was confirmed when inspection of the device found the right iui connector to be thermally damaged. The right (male) iui connector pins 13 and 14 were found to be thermally damaged and in a shorted state. The right iui was removed and inspected. The date code on the part was 1104, which indicates november 2004. There was a crack in the horn feature or gutter, which ran from the right edge up to the thermal damage. The thermal damage appeared to have begun in the crack below the surface of the connector. Internal inspection of the device found no other thermal damage. Proximate cause for the reported event is a damaged right iui connector. Proximate cause for the thermally damaged iui is the crack in the connector which could allow a conductive contaminant to enter the connector and create a bridged shorted condition between the pins. Root cause for the occurrence of the crack in the connector is unknown and no more info is available.